Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Device photo evaluation: visual analysis of the photographs identified. Device patch with lot (or catalog) number: it is not possible to see the batch number and catalog of the device due to the quality of the photos. A broken device is observed. The device is broken so it is not possible to observe the deformation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported a left side rupture diagnosed by MRI. Additionally, physician reported "mammary deformation." Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Information contained in this report were previously submitted via emdr manufacturer report number 9617229-2021-00121. All available information has been consolidated into this report. Continued h.6. Health effect - impact code 4: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported "complaints against mammary deformation." Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture."

Event description:
Patient reported a left side "rupture." Explant status is unknown.